Event description:
It was reported the unit drops power once the unit hits around 85%. They feel it's a software issue as they said they aren't 100% sure but he thinks it is on version 1.7.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Part-only order.